Manufacturer narrative:
Article citation: beohar, n., vinardell, j. M., martinsen, b. J., parise, h., heimowitz, t., koelbel, c., . . . Kirtane, a. J. (2021). Coronary orbital atherectomy use in a majority hispanic and latino patient population: tertiary single center real-world experience. Tct.21 abstract. Patient demographics are from representative population of study. Investigation conclusion: the results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number could not be reviewed since the lot number was not provided to csi. Csi has requested additional information from the corresponding author. If additional information is received, a supplemental report will be submitted. Csi ID: (B)(4).

Event description:
A type c-f dissection occurred during the use of coronary orbital atherectomy.